Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast enhancement procedure in 2007. Almost immediately following the procedure, the patient experienced inflammation and pain. The patient in still under the care of the operating physician and there has been no medical treatment for the inflammation.